Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced both batteries as well as the safety disk at two (2) year interval. The stm then completed the scheduled pm and performed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during routine preventive maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the portable battery runtime test. No patient involvement or adverse event was reported.